Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery utilizing the contralateral approach. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left common femoral artery. After the 0.035 x 220 non bsc guide wire crossed the target lesion, the 6.0mm x 40mm, 75cm mustang balloon catheter was advanced for dilation. The balloon was inflated twice at an unknown atmosphere. Since residual stenosis was observed under angiography, balloon was again inflated however it ruptured at 24 atmospheres on the third inflation. The procedure was completed using a 7mm x 4mm x 75cm mustang balloon catheter. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device evaluated by MFR: an examination of the returned device identified a longitudinal tear in the balloon. The tear was located over the distal markerband and it extended proximally for 2.7cm in total length. No issues were noted with the balloon material or markerands which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery utilizing the contralateral approach. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left common femoral artery. After the 0.035 x 220 non bsc guide wire crossed the target lesion, the 6.0mm x 40mm, 75cm mustang balloon catheter was advanced for dilation. The balloon was inflated twice at an unknown atmosphere. Since residual stenosis was observed under angiography, balloon was again inflated however it ruptured at 24 atmospheres on the third inflation. The procedure was completed using a 7mm x 4mm x 75cm mustang balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).